Event description:
During product evaluation, failure code 810:04 was found in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 810:04 was not confirmed during service. During service, the baxter technician checked for moisture and cleaned and dried tubing channel. The baxter technician verified the air in line printed circuit board calibration but could not duplicate or confirm the fail code 810:04.